Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) to report the one touch select meter was giving the error 1 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 the patient obtained the error 1 error message on the reported meter; he did not obtain a blood glucose reading. Three days afterwards, the patient experienced the symptoms of lethargy, lightheadedness and blurred vision. The patient administered self-treatment with oral glucose gel; he did not seek any medical attention. During the week of (B)(6) 2010 the patient used another meter and obtained blood glucose readings ranging from 47 mg/dl to 380 mg/dl. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe injury after he was unable to test his blood glucose level due to the meter issue, and received treatment with oral glucose. Therefore, this complaint is being reported.